Manufacturer narrative:
One unit was returned for evaluation. The unit was visually inspected. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no related complaints for this lot number were found. Corrective actions are in process.

Event description:
During internal investigation of returned product, contamination was found between the plunger tip and the barrel, partially into the fluid path.